Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports she feels her lenses were part of a 'recall'. She was receiving care from her surgeon who has since passed away. The patient reports she is miserable and only gets a break when she is sleeping at night. She reports a film on her eyes, like grease. It feels like she is in a heavy chlorinated pool and has felt this way the entire time since the implant surgery. She is able to see close up and far away but not intermediate. She cannot look at a computer for more than 45-minutes. She can read but not for a lengthy time. Drops have been and are currently being used. She reports it feels like there is 'sand' in her eye and knows the lens is causing the issue. The patient is currently not under medical care.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient is experiencing a unbearable feeling of despair. The surgeon performed another 'procedure' on the patient that "was supposed to help with dry eyes and improve" the patient's issue, with no reported improvement.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported after having intraocular lens (iol) implant she is experiencing foggy vision, pain, light sensitivity, and dry eye. Patient indicated her vision blacks out and "feels like a shutter is going over her vision". She reports having a yag procedure. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the left eye.